Event description:
Advocate stated her son received a blood glucose reading of 144mg/dl on the contour next usb, was retested on the doctor's meter and the reading was 544mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.